Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. Unit received with minor scratches on lcd window. Unit received with broken belt clip slot. Unit received with cracked battery tube threads. Unit received missing end cap sticker.

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 500 mg/dl. Treated with insulin pump. Troubleshooting was declined. Advised insulin pump would be replaced.